Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was sleeping and her blood glucose went low to 30 mg/dl. The customer stated she woke up with IV and in the hospital. Customer stated she was not hospitalized and the event was not product related. The customer was unable to provide more information or troubleshoot.